Event description:
Related manufacturer report number: 2017865-2022-09962. During an in clinic follow-up, high pacing impedance was observed on the right ventricular (rv) lead and far field p-wave oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.